Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high and low blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading started at 50 mg/dl. The customer treated with food. The customer took an injection due to high readings and blood glucose was at 289 mg/dl. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to do a manual prime at 5.0 units. The customer stated that she received a no delivery alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.